Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to remove the cartridge, inspect the o-ring, clean the pneumatic tap area, and reload the cartridge, successfully resuming insulin therapy.